Event description:
Information received regarding the device notes loss of atrial capture and sensing in ddd mode. A lead malfunction was assumed because of lead impedance <250 ohms. The device was programmed to vvi and the patient was checked at two month intervals. During this time, the patient developed pacemaker syndrome due to being paced in vvi. The patient was admitted to have the lead replaced. When the lead tested normal the pulse generator was replaced.